Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) below 50 md/dl. Reportedly, the customer successfully treated bg level, however the customer declined to provide additional information and declined troubleshooting.